Manufacturer narrative:
On (B)(6) 2015, an technical support service (tss) conducted follow-up with the customer over-the-phone to address the reported event. Tss performed troubleshooting with the customer and found that qc on hgb a1c was trending low and is now out of range and having frequent calibrations. They indicated a lot of patient results were running low when the qc was low. Tss advised the first step was to use new fluids and new qc and recalibrate as needed. The customer has not had a pm call since (B)(6) 2014. Tss went over washing as a possible issue for high rates/low qc, and this could also be a sampling issue, and advised a service call is likely needed. Answered all of the customer questions. The customer will call back as needed. The aia-360 analyzer is functioning as intended with all issues cleared. No further action by tss. The most probable cause of the reported event was due to a likely sampling issue. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer reported hgb a1ac low qc with their aia-360 analyzer. The customer is unable to run hba1c patient samples. A technical service specialist was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.